Manufacturer narrative:
Follow up #1 submitted: 10/28/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump was returned and investigated on 10/28/2014 with the following findings: on examination, the audio bolus button cover was noted to have been cut. The pump powered on with a fully illuminated display screen. The allegation of a blank display screen was not duplicated during investigation. A leak test was performed and revealed moisture ingress into the pump at the site of the cut in the audio bolus button cover. The pump was opened for further investigation and revealed evidence of moisture ingress inside the pump affecting the display wiring and the interior pump compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.